Manufacturer narrative:
H6: investigation summary : since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 2 bd luer-lok¿ tip syringes in the bulk sterile convenience pak each from lots 2356044 and 2322402 had foreign matter/hair inside them. The following information was provided by the initial reporter: "issues with multiple trays of luer-lok syringes. Finding cardboard particles and hair in the trays. Has happened many times with the 20ml trays (305617) originally in march or april, and on july 3rd found the issue with the 50ml tray... One of the pics shows particle inside on the syringe. We¿re finding issues with 3 ml syringes trays lot# 2248601 as well... Is there any adverse event occurred? No patient harm but a lot of waste of trays and drugs, increasing labor, time compounding ours sterile products. Is there any patient harm, injury, or negative outcome that has not already been discussed? No, because we don¿t use any tray that contain any kind of particle, hair thread, ¿. Found compromising sterility and patient safety. All tray have been discarded please provide event date. Issues started a round 3 months ago, unfortunately amount of trays found with undesirable particles have increased for the past 2-3 weeks. Lot# 2356044 syringe with hair inside of it at the bottom . Lot# 2322402 black particles and stains."

Event description:
It was reported that 2 bd luer-lok¿ tip syringes in the bulk sterile convenience pak each from lots 2356044 and 2322402 had foreign matter/hair inside them. The following information was provided by the initial reporter: "issues with multiple trays of luer-lok syringes. Finding cardboard particles and hair in the trays. Has happened many times with the 20ml trays (305617) originally in march or april, and on july 3rd found the issue with the 50ml tray... One of the pics shows particle inside on the syringe. We¿re finding issues with 3 ml syringes trays lot# 2248601 as well... ¿ is there any adverse event occurred? No patient harm but a lot of waste of trays and drugs, increasing labor, time compounding ours sterile products. ¿ is there any patient harm, injury, or negative outcome that has not already been discussed? No, because we don¿t use any tray that contain any kind of particle, hair thread, ¿. Found compromising sterility and patient safety. All tray have been discarded ¿ please provide event date. Issues started a round 3 months ago, unfortunately amount of trays found with undesirable particles have increased for the past 2-3 weeks... Lot# 2356044 syringe with hair inside of it at the bottom. Lot# 2322402 black particles and stains.".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2356044; d.4. Medical device expiration date: 30-nov-2027; h.4. Device manufacture date: 22-dec-2022. D.4. Medical device lot #: 2322402; d.4. Medical device expiration date: 31-oct-2027; h.4. Device manufacture date: 18-dec-2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.